Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor was difficult to interrogate. After device software download, normal function resumed. The patient was stable after the event.